Event description:
Patient revised for pain after fall. Tibial insert was loose and polyethylene worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed unanticipated wear for a knee device implanted for approximately ten years. Evidence was found suggesting poor device alignment and contact with patient bone and /or cement. The investigation could not draw any conclusions about the root cause of the poor device alignment and polyethylene wear; however, provided information stated the patient experienced trauma and the knee became painful. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.